Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic inguinal hernia repair, while pumping the device inside the abdomen, the balloon physically broke. The device was removed and a new device of same type was used to complete the case. There was no patient injury.